Event description:
The customer reported that the fluoro images did not display on the left monitor of the work station. The circular blanking was displayed. The image area had no fluoro images.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service representative checked the system and was getting a low ma/low kv error message on the control panel display. Rechecked the igbt and snubber assembly, then found the fuse was cut and one igbt was broken. He replaced the parts. He checked the x-ray tube's high voltage connection, and found a trace of arc, then changed the condition of the silicon grease to bad. Changed and applied ne silicon grease. The system operates as intended..